Event description:
Cardiac tamponade was confirmed by echocardiography during the use of the hot balloon catheter on the pv. Occurred two hours later from the start of the procedure. Inflation of the hot balloon in pv resulted blood pressure decrease. The ablation procedure was cancelled, and drainage was performed. After blood pressure recovery, the patient returned to intensive care unit. Atrial septal puncture was performed with rf needle. The physician considered that the cause was the inflation of the hot balloon in pv. Miscommunication between the physicians may be the cause. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).